Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to the operational context of the procedure. The reported patient effects of angina and thrombosis are listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on 11/09/2022, the patient with a history of st elevation myocardial infarction (stemi) had 1 xience skypoint (3.25x15mm) stent implanted in the left circumflex coronary artery. On (B)(6) 2022, the patient was re-hospitalized with an stemi, chest pain and in stent thrombosis. The patient was not compliant with ticagrelor. A measure of cardiac sample was performed of the left heart through a percutaneous approach. The patient was discharged to home on (B)(6) 2022 no additional information was provided.